Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent and the main coil was found to be detached/separated and stretched. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect main coil stretched was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. During analysis, the coil delivery wire was found to be kinked/bent, the main coil was found to be detached/separated and the main coil was found to be stretched. Additional information provided by the customer indicated that the coil stretched in the microcatheter. An assignable cause of handling damage was assigned to the as analysed defects coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors was assigned to the as analysed defects main coil prematurely detached/separated during use and the as reported/as analysed defect main coil stretched as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject coil was returned for analysis and it was discovered that the coil prematurely detached during use. There were no clinical consequences reported to the patient due to this event.